Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
Doctor reports that the implant niitp4315 caused pain for the patient and it was removed.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. D4: expiration date and unique identifier (UDI) number were added. G4: date received by manufacturer was updated. G7: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H4: device manufacturer date was updated. H6: method code was updated to 3331 and 4109. H6: results code was updated to 213. H6: conclusions code was updated to 4310. H10: narrative/data was updated. The reported device was received for evaluation. The reported condition of pain was not confirmed. Visual evaluation of the as returned implant identified signs of wear and bone residue around the external threads due to usage. The device was in good condition. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A sterilization record review was completed and all sterilization activities were conducted with no nonconformities. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.